Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 1:21 pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter has a power issue (meter does not turn on). The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on the day before at 7pm. Hence, the patient could not test his blood glucose for at least 17 hrs. At some point after the issue began, the patient developed symptoms of "trembling, headache, and perspiration." The patient was then treated with food/beverages on original date at 1pm. The patient was not tested with any other meters at the time of concern. During the troubleshooting session, the patient verified that he changed the battery per the owner's manual, he was using the correct test strips, there was no meter trauma, the battery contacts were in good condition, and the meter was not downloaded prior to attempting this test. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strips, and control solution were replaced.